Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system device delivered an inappropriate shock due to suspected myopotential oversensing. Technical services (ts) reviewed the device data and confirmed there was one treated and one untreated episode due to non-cardiac events. Troubleshooting was recommended as well as x-ray imaging to assess position of the device. Programming recommendations were also provided. Additional information was provided. It was observed through x-ray that the tip of the electrode has moved into the pectoralis due to surgery. As a result, the device was reprogrammed to the primary vector and revision has been scheduled. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review investigation conclusion: this oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.